Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust their stimulation and had a "call your doctor" icon on the pt programmer seen with an out-of-regulation (oor) condition seen. It was confirmed that the pt has 3 oor conditions. The pt met with the company rep. No short circuits were seen. The pt was re-educated to complete the charging on one neurostimulator before working on the other device (pt had 2 device systems). Add'l info was requested. See MFR report # 3004209178-2011-03269.